Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A non-healthcare professional reported that the irrigation was not working properly and an occlusion tone had been heard during cataract surgery with intraocular lens implantation. Additionally, the patient had experienced a corneal burn or injury, resulting in wound leakage that required sutures. The surgery was completed on the same day. Presently patient with irregular astigmatism with corneal contraction scar temporal wound with visual acuity of 20/200 with pinhole 20/60. Three 10 nylon sutures holding wound and no sign of seidel noted. The patient needed a wound revision in three months and possibly a re-suture of the wound.

Manufacturer narrative:
The product under investigation is not a serviceable device. Therefore, a service record review was not performed. There was no product returned for this investigation. Based on the information obtained, the root cause of the reported event is inconclusive. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation. Based on the information obtained, the root cause of the reported event is inconclusive. Manufacture will continue to monitor data for evidence of adverse trending and take further action, as appropriate. Similar incident data was collected for the associated reported events. Quality assurance will continue to perform periodic monitoring for evidence of adverse trending and take further action as appropriate. The manufacturer internal reference number is: 2025-09221 h.10 reflects all related report numbers associated with this product event that have been submitted at this time.